Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system and wasn't reading the neutral. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to the defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the neutral pad was not detecting on the erbe. The site checked all the possibilities, but the issue persisted. The site was proceeding the procedure without monopolar energy activation. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to use a third-party cautery device. The customer requested the field engineer follow up to address the issue. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on the same event date, prior to starting the 2nd da vinci-assisted surgical procedure before the patient was under anesthesia, the customer tested the erbe again and identified the same issue. The procedure was completed with an external cautery. No known impact or patient consequence was reported.